Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the sealed are of the patient's adrenal gland began to bleed during a liver resection. The patient required a blood transfusion but it is unk how many units were needed. Add'l questions in regard to the incident have been asked.